Event description:
The account alleged the bed exit alarm does not function. No patient injury.

Manufacturer narrative:
The technician found the bed exit alarm functioned as designed, no repair needed.